Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug-eluting stents were implanted in the rca. Approximately 23 months post procedure, patient suffered overall malaise and was treated with palliative sedation. Patient died three days later. Death was classified non-sudden cardiac. Investigator and sponsor assessed event is not related to device or anti platelet medication.